Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the case was aborted due to the patient's rapid decline in status. The patient became hypotensive and oxygen saturation started to decline. Anesthesia performed an intraoperative bronchoscopy, where a mucus plug was removed. The procedure continued. However, the patient's oxygen saturation started to decline again and the procedure was then aborted while a portion of the hiatal hernia closure was completed. A chest tube was placed intraoperatively. The patient was then hospitalized. Postoperative day two the chest tube was removed, a chest x-ray showed no signs of a pneumothorax, the patient was then discharged from the hospital with no further reports of complications. On 10-jul-2024, intuitive surgical, inc. (Isi) received FDA medwatch report with uf/importer report #(B)(4) stating: "robotic da vinci monopolar scissors are dull. Taken off field and replaced. What was the original intended procedure? Robotic assisted laparoscopic recurrent hiatal hernia repair- aborted. Insertion of right chest tube." It was reported that the blades of a monopolar curved scissor (mcs) instruments were dull. The mcs instrument was removed and replaced with a backup mcs instrument. There was no reported harm or injury to the patient due to the mcs instrument.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Correct data can be found in fields e3 and g2.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Please refer to field h10 for the uf/importer report that was received and noted in the b5 of the initial MDR, but was not added to field h10 at the time.

Event description:
Refer to h10/h11 for follow-up information.